Event description:
The service report indicates the unit had no audible alarm. The mallinckrodt customer engineer (cse) could not duplicate the condition. The audio alarm was replaced as a precaution. The alarm and device passed "est" and all electrical safety tests.